Event description:
The metal tip of a laparoscopic coagulation-suction tube came off in a pt's abdomen as a laparoscopy was being done. The metal piece was retrieved. No pt injury or other problems were reported.